Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported the procedure was to treat a de novo lesion with mild tortuosity and mild calcification in the proximal/mid left anterior descending (lad) artery. The lesion was pre-dilatated and a 3.0 x 33 mm xience alpine stent delivery system (sds) was advanced over a non-abbott guide wire to the target lesion with no resistance noted. After, the xience alpine stent was implanted, the sds was being withdrawn, but got stuck with the guide wire. The sds could not be removed by itself; therefore, the sds and the guide wire were removed from the patient anatomy as a single unit. The procedure was concluded and there was no attempt to advance a new guide wire. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported difficulty to remove the guide wire was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.